Event description:
It was reported that a pt had vaginal erosion of about 1cm at mid urethra following a to sling procedure, a & p repair and a vaginal hysterectomy. The procedure were performed in 2004 and the pt was sent home in 2004 with an indwelling catheter. The catheter was removed three days later and the pt was continent and remains continent. The pt was experiencing spotting some 3+weeks post-op and during a laproscopic procedure, the doctor discovered the erosion to the right side of the midline, less than 1/8th of an inch. The doctor brought the pt back in 2005, dissected the tissue back, removed the offending pieces, re-approximated the tissue and reclosed the wound. The pt is still continent and no further complications have been reported.